Event description:
The customer contact reported a leak. The customer contact stated "tubing kinked in package just below the drip chamber making it leak fluid." No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided including if the tubing set was replaced and if the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.